Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: stage 2-3 capsular contracture.

Event description:
Patient reported "I was fitted with your implants which were withdrawn from the market... I found out about the recall" and "pain". Later patient reported "recurring pain and stage 2-3 capsular contracture". Device remains implanted. This relates to the right side.